Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter states customer tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.91 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.